Event description:
A customer reported a cartridge alarm, specifically cartridge alarm 20. There was no adverse impact on the customer's blood glucose level. As corrective action, a replacement pump was arranged for the customer by cts, as the existing pump was no longer under warranty. The customer expressed interest in obtaining an out-of-warranty loaner pump.